Event description:
An end user notified rochester medical of his experience with intermittent catheters. The end user stated he experienced bleeding upon removal of the intermittent catheters. The end user stated he contracted a urinary tract infection, and visited a physician for the infection. The end user stated the physician prescribed antibiotics for the infection. The end user stated he continued to experience bleeding during catheterization and stated he could feel coral-like deposits on the intermittent catheter upon catheter removal. The end user stated he visited the physician again and the physician stated the bleeding was being caused by the coral-like deposits. The end user stated the physician kept him on the antibiotic treatment to eliminate the coral-like deposits.